Manufacturer narrative:
Investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline and a bd secondary set primed with blue dye water was attached. The sets were allowed to free flow. No back flow was observed. The customer complaint that the medication backfilled into the primary IV bag could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv experienced flow issues. The following information was provided by the initial reporter: IV piggyback hung in standard fashion. Medication freely backfilled into primary IV bag diluting medication. There was minimal IV solution to start with in primary so entire bag was infused and then second IV primary bag hung to flush in rest of medication. Obviously the backflow valve malfunctioned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv experienced flow issues. The following information was provided by the initial reporter: IV piggyback hung in standard fashion. Medication freely backfilled into primary IV bag diluting medication. There was minimal IV solution to start with in primary so entire bag was infused and then second IV primary bag hung to flush in rest of medication. Obviously the backflow valve malfunctioned.